Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system cannot save images from time to time. Field service engineer (fse) checked the device and confirmed that the system reported images store full, but after deleting all patients' data, issue persisted, might be a ippc failure. Fse cleared ippc memory sticks and graphics cards, replaced bios battery, issue still existed. To resolve the issue fse disassembled hd changed box, connected hd to main bd directly, and reloaded ippc sw, re-created images store. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that x-ray exposure was not functioning because the image disk was full. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.